Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illnesses. (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with mentor smooth round moderate profile 300cc saline breast implants which patient reported generalized illness as follow: I consulted with my implanting surgeon about the possibility of my implants causing me to be so ill and she denied. She also refused to properly removed my breast implants regardless of my many health problems. I had and still have all the bia-alcl symptoms (yes with smooth implants). I am still under investigation because I have many reactive lymph nodes. Silicone degraded into them? I have no clue but I hope to find the some answers soon. These issues occurred after implantation . At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.